Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
During a bile drain change, the physician reported the guide wire frayed when it was inserted into the drain. No reported injury.